Manufacturer narrative:
This report is for one (1) unknown guide wire. Part and lot numbers are unknown, without the specific part and lot number, the UDI is not available. Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. (510k): unknown, as the specific part number for the guide wire was not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that difficulty was experienced while using a 13mm drill bit during an emergency retrograde nailing of the femur on (B)(6) 2017. As the surgeon went to open up the canal with a 13mm reamer (drill bit), he was struggling (pushing really hard to get through cortical bone). It seemed as if the drill bit was dull. The age of the device is unknown. This is noted to have been a young patient with very hard bone. The surgeon continued to use it, backed it out and switched to guide wires. The guide wire appeared slightly bent. Finally, the surgeon was able to drill into the medullary canal. There was a reported surgical delay of two (2) minutes due to the struggle with the bit (long time to get to the entry point of the medullary canal). The procedure was completed successfully with the patient in stable condition. Concomitant device reported: synthes small trauma drill (part # unknown, lot # unknown, quantity 1) this report is for one (1) unknown guide wire. This is report 2 of 2 for complaint (B)(4).